Event description:
According to the literature, a prospective study assessed the diagnostic outcomes of endoscopic ultrasound-guided (eus) fine- needle aspiration/ biopsy of solid pancreatic tumors between february 2017 and may 2021. A total of 239 patients underwent eus guided tissue acquisition of solid pancreatic lesions, using the fnb (fine needle biopsy) or a competitor device. 2 major bleeding events were reported and required endoscopic intervention. One patient presented with a mucosal injury at the gastroesophageal junction and was treated conservatively. Other complications reported included one patient who developed pancreatitis and another patient with severe abdominal pain. The author did not mention interventions used to treat these complications. The article does not specify which device is associated with the complications reported.

Manufacturer narrative:
Literature events: marcel razpotnik1, simona bota1, mathilde kutilek2, gerolf essler1, christian urak1, julian prosenz2,jutta weber-eibel1, andreas maieron2, and markus peck-radosavljevic1 factors affecting the learning curve in the endoscopic ultrasound-guided sampling of solid pancreatic lesions:a prospective study gut and liver / https://doi.org/10.5009/gnl210560/pissn 1976-2283 eissn 2005-1212 article info / received december 2, 2021 / revised february 1, 2022 / accepted march 15, 2022 / published online november 25, 2022 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.